Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: h4: the lot was manufactured december 7-8, 2023. The actual device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. The sample was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse the medication after the expected 24 hours; further described as "had not run". This was observed during patient infusion via a peripherally inserted central catheter (PICC) line; the PICC line was patent and flushing. The device contained vancomycin 1500mg in sodium chloride 0.9% 240ml total volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.